Manufacturer narrative:
Weight, ethnicity & race: unk. Device evaluation: lens returned in a micro-centrifuge vial in liquid. Visual inspection found optic torn and haptic torn/broken. Dimensional inspection found the lens to be within specifications. Claim#: (B)(4).

Event description:
The reporter indicated that a 12.6mm vicm5 12.6 implantable collamer lens of -10.5 diopter was implanted into the patients left eye (os). On (B)(6) 2022 the lens was implanted; removed intra-operatively due to excessive vault. The problem is reported as resolved. A replacement lens will be inserted in the future but the next surgery is undecided.